Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when they went to plug in the real intelligence robotic drill for calibration the light on the console kept flashing. Despite this they clicked begin operation on the system. The system stalled at the screen showing the camera and foot pedal plugged in. However, on the handpiece it kept flashing between connected and disconnected for the handpiece. This flashing ultimately locked up the system and they had to do a force power down. They opened a new tray and prepped it while the system booted back up. They plugged in the new handpiece and everything worked fine from then on. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the reported problem. After the case, they tried troubleshooting the handpiece. They tried going into the drill diagnostic and it did the same thing where it was throwing the error message that this handpiece has failed and froze the system.